Event description:
The customer reported the device had a red x and a power supply failure. There was pt involvement with no adverse impact.

Manufacturer narrative:
(B)(4): the customer reported the device had a red x and a power supply failure. There was pt involvement with no adverse impact. The device was evaluated by a philips field service engineer and confirmed. The problem was traced to a faulty power pca. The field service engineer replaced the power pca to resolve the problem. All performance tests passed and the device was put back into service. This is a malfunction of the power pca that caused the device to have solid red x and power supply failure.